Manufacturer narrative:
This report is being supplemented to provide additional information based on additional investigation activities by the legal manufacturer. Correction to e1 state, province, or territory of the initial report from to osaka prefecture. Additional information: h11. Based on the results of additional investigation, it was determined that the tip discoloration was likely because the electrode part of the high frequency cauterization device was in contact with the tip when electricity was applied, causing it to be damaged by heat. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device inspection, the gastrointestinal videoscope tip section cover discolored. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: the high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). The subject event can be detected and prevented by implementing in accordance with the below IFU: instructions for gif-h290t operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ ¿¦inspection of the endoscope¿. Instructions for gif-h290t operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.